Event description:
It was reported that the defibrillator would not charge above 200 joules. The patient was not resuscitated. The reporter stated patient outcome was not affected by the discrepancy, due to use of the backup device.